Manufacturer narrative:
The device was not returned for evaluation.  Since the insertion difficulties were related to patient factors (calcification, tortuosity, borderline mld) and not a device failure, a non-product evaluation is not necessary. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.   The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.   Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event.  The minimum required vessel diameter for a (14 fr sheath is 5.5mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the insertion difficulties and subsequent injury were related to patient factors (borderline mld right eia mld was 5.3mm and left cia mld was 2.8 × 6.3 mm, calcification, tortuosity). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure for the aortic position with a 23mm sapien 3 valve, a 14 fr esheath was inserted via right femoral artery (fa) by cut-down access. However, after the cut-down, the physician could not find an access site because of the moderate to severe calcification. The heart team evaluated and decided to approach from the left fa. Balloon angioplasty was performed with an 8 x 40 mm mustang balloon dilatation catheter. The introducer was fully inserted into the sheath during device preparation. However, after the insertion of the e-sheath, it was unable to pass through. A dilator was used however it was still unable to pass through. The guidewire was exchanged from the extra stiff guidewire to a lunderquist. Then the physician tried to insert the e-sheath, however the vessel was damaged, therefore, an angiostomy was performed while balloon occlusion was performed. It was decided that the left fa approach would be difficult. Therefore, it was considered to perform the right fa approach again. External iliac artery (eia) was reconstructed by using a 9mm j-graft. A 23mm sapien 3 valve was deployed with a nominal volume of contrast. The procedure was completed with a trivial paravalvular leakage (pvl). Blood flow in the lower extremity was confirmed by using a doppler. The bleeding was arrested, and surgical incision was closed. Right access vessel was closed after constructing, closing a graft and hemostasis being confirmed.

Manufacturer narrative:
Additional information: d4 (lot number, expiration date), h4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.